Event description:
Information was obtained from manufacturer representative regarding an endoscope. It was stated that the visual was dirty. No patient was involved in this event. No further complications were reported as a result of the event. Additional information was obtained stating that the procedure involved was med (microendoscopic discectomy) and the event context was post-operative.

Manufacturer narrative:
H3: product analysis of part # 9560100 and lot # 1479647: during the acceptance inspection, scratches on the outer tube and cloudiness of the image were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.